Manufacturer narrative:
"D10: 02-012-51-2011 - logic tib insert impl crc, sz 2, 11mm; 02-010-03-0320 - logic cr femoral cem, right, sz 2; 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t; 200-02-29 - three peg patella 29mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02670. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported via legal documentation that approximately 76 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort, swelling, gait impairment, poor balance, component part loosening, tissue damage, bone loss and bone damage. No further issues or complications were reported. No additional information is available.